Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-12571, related manufacturer reference number: 2017865-2021-12573. It was reported that the patient has deceased on an unknown date. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.